Manufacturer narrative:
Additional information: b5: the customer confirmed that only 1 device was involved. D10 - device available for eval. H10: no tego product samples were returned for investigation; however, photographs were returned. There was blood visible around the female luer threads and in the male luer threads. No physical damage to the used tego was observed. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. Without return of the sample the complaint of disconnect during use could not be confirmed and a probable cause cannot be determined.

Manufacturer narrative:
The device is available for evaluation, it has not yet been received.

Event description:
The event involved tego connector that disconnected from the dialysis tubing without external intervention. The customer reported there was significant blood loss (-10 pts hemoglobin), dialysis was put on hold and a symptomatic hypotension occurred. The patient underwent clinical evaluation and prophylactic antibiotic therapy. There was an adverse event and delay in critical therapy. The device was changed out/replaced with no problems encountered. This is report 1 of 2.